Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A nurse reports horizontal lines in flap and stromal bed in the left eye of one patient following lasik surgery. The nurse reported the patient's visual outcome was "excellent" as anticipated. There was no patient injury reported.